Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digitial access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. An ehl probe was inside the spyscope ds when the working channel sleeve protruded. There were no reported issues with the ehl probe. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.